Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D4. Medical device serial #: unknown h.4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ ap the user noted multidrug resistance in several isolates due to the instrument contamination. The device was decontaminated. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d4. Unique identifier (UDI) #: (B)(4). D4. Medical device serial #: (B)(6). H4. Device manufacture date: 28-aug-2020. Investigation summary: a complaint was reported for antibiograms misidentification associated with phoenix ap instrument. Bd remote assistance suspected this might be due to contamination and will be sending guidance for cleaning. No further information was received. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and no previous complaint related to this failure mode was revealed. No parts were replaced as part of this complaint, and therefore, no samples were returned, and no returned material investigation could occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap the user noted multidrug resistance in several isolates due to the instrument contamination. The device was decontaminated. No health impact or consequence reported.